Event description:
The manufacturer received a report that a trilogy 100 ventilator did not meet acceptance criteria of the evaluation process due to the rubber feet being missing or displaced, the cord retainer was missing or broken, the device exterior and rear enclosure were damaged, and the external battery dc connector was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation. The device log files were successfully downloaded and reviewed in full. No critical errors were identified in the log files. The rubber feet, the power cord clamp, rear enclosure, including seam gasket, and the d/c cable were all replaced. The device was returned to the technician for additional evaluation due to the device failing the active exhalation proportional valve test. The active exhalation controller was replaced to address the issue. Following the repair, the device passed all testing.

Manufacturer narrative:
The manufacturer previously received a report that a trilogy 100 ventilator did not meet acceptance criteria of the evaluation process due to the rubber feet being missing or displaced, the cord retainer was missing or broken, the device exterior and rear enclosure were damaged, and the external battery dc connector was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation. The device log files were successfully downloaded and reviewed in full. No critical errors were identified in the log files. The rubber feet, the power cord clamp, rear enclosure, including seam gasket, and the d/c cable were all replaced. The device was returned to the technician for additional evaluation due to the device failing the active exhalation proportional valve test. The active exhalation controller was replaced to address the issue. Following the repair, the device passed all testing. In the previous report, the manufacturer reported: device problem code as electrical/electronic property problem circuit failure c63277. The manufacturer should have reported the device problem code as mechanical problem c62961. Evaluation results code as electrical problem identified c139489. The manufacturer should have reported the evaluation results code as mechanical problem identified c92079. Component code as electrical and magnetic circuit board c49871. The manufacturer should have reported the component code as mechanical valve(s) control valve c50244. The manufacturer has updated the coding in this report.